Event description:
Baxter sales representative phoned in a report on (B)(6) 2010 of a customer that experienced tubing that disconnected from the drip chamber which caused 77 cc's of fentanyl to spill onto the floor. The patient did receive their entire dosage of medication. This incident occurred with the interlink continu-flo solution set, product code 2c6537, with an unknown lot number. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Samples are available. No additional information was provided.

Manufacturer narrative:
A device history record was not possible due to no lot/ serial number was provided.

Manufacturer narrative:
(B) (4) = suspected suture entrapment of strut and leaflet. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review is currently in process. Requests were made telephone call for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
Reportedly, the device was explanted after an implant duration of 15.67 months. The reason for explant was noted as: restricted leaflet motion, mitral stenosis, and suspected suture entrapment of strut and leaflet. Patient was also noted to have endstage renal disease. Information was learned through sales rep via e-mail. Per the sales rep, dr.(B) (6) does not wish to provide any further information due to hipaa. Serial number was not initially reported. Device explanted was a model 6900ptfx, however, the size was not provided. Therefore, a 6900ptfx 25mm was randomly selected as the "product ID"; please note that the size will be corrected when/if it is provided. Through a follow-up call with the sales rep, it was learned that the serial number was requested from the implanting institution ((B) (6) medical center, (B) (6)), but has not yet been provided. The sales rep will talk to the surgeon to find out the size of the device. Unfortunately, the device is unavailable for evaluation. It was additionally learned that the patient had pannus growth.